Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 548 mg/dl. Reportedly, the cause was the customer reported that they did not perform air removal step before loading the cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with short term and long term insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.